Manufacturer narrative:
Section b1 - corrected report type. Section b2 - corrected outcomes attributed to adverse event. Section h1 - corrected type of reportable event.

Event description:
It was reported when using the bd pyxis medstation system matrix auxiliary drawer 6 was not opening. The customer reported that the drawer did not open before and after reboot. It prompted as it required maintenance. The customer stated that there was 10 minutes of delay in accessing the required medication. The patient suffered with pain because of the delay and there was no specific patient harm mentioned.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer clicking to open but would not release. A field service engineer replaced the broken u link on plunger to resolve the issue. A supplemental will be created if additional information about adverse event or patient outcome received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.